Event description:
This is a report from a customer of a home patient (hp) that contacted baxter due to when the patient performs pd therapy using the homechoice device, the patient ends up in the hospital. Several attempts were made in order to obtain additional information but were unsuccessful due to no available patient or reporter contact information.

Manufacturer narrative:
(B)(4).the home choice device was evaluated and all functional tests were performed. The event history log, service history log and device history logs were reviewed with no abnormalities noted. There were no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. If additional relevant information becomes available, a follow up report will be submitted.